Manufacturer narrative:
Additional information was added to pt identifier, sex, date of event, and describe event or problem. Additional narrative for describe event or problem: the peritonitis was manifested by cloudy pd fluid. At the time of this report the patient would transfer to hemodialysis and would have their pd catheter removed (dates not specified). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized for the event. The cause, treatment and patient outcome was not reported. Action taken with pd therapy was not reported. No additional information is available.